Event description:
The pessary assistant was brought to my attention as a device for removing vaginal pessaries (code: hhw, class 2, subject to 510(k)). The device is marketed as a tool for removing pessaries, however I am unable to locate this device in the gudid database or any other relevant device or regulatory databases. The device does not appear to be labelled as a medical device; however, it may satisfy the definition of a medical device or accessory per the cfr. Users of the device have reported injury "this product is made from too hard plastic for its intended use - it needs to have a somewhat softer external layer. This very hard plastic actually cut me during proper use. I will not use again." The device is sold by various entities, including amazon (https://a.co/d/86vdyje) and cmt medical (https://cmtmedical.com/product/pessary-assistant/).